Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon completion of a femoral angiogram which no deterrents to use were identified a 6fr x 5cm pinnacle introducer was exchanged over a long .035 non-terumo guidewire. During the insertion of the sheath and arteriotomy locater dilator assembly the dilator failed to remain secured to sheath. The assembly was removed, and manual pressure was held with the guidewire in place. The device was re assembled and a second attempt was made to insert the sheath and dilator. Again, the assembly failed to remain intact. A third attempt was made attempt was made to reassemble the device at which time the terumo representative entered the procedure room to assist. With a second operator manually fixing the assembly together the primary operator was able to insert into the vessel and complete the closure procedure. The operator stated he believed the device was assembled correctly but does not recall the snap of the dilator to sheath. Assembly was like previous devices per provider. Type of procedure performed was a percutaneous coronary intervention (pci). Estimated blood loss was less than 250cc's.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances (nc) and capas have been noted for this issue in the past 12 months.